Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient arrived to the clinic with complaints of increased shortness of breath. The patient's aspirin dose was increased on (B)(6) 2015 due to an elevated lactate dehydrogenase level of 637 u/l. It was reported that the patient would be sent for driveline x-rays and an echocardiogram to rule out thrombus. The patient's test results were requested but have not been provided. Information received from hospital personnel on (B)(6) 2015 indicated that the patient is doing well. No further information was provided.

Manufacturer narrative:
A direct correlation between the device and the patient¿s reported elevated ldh could not be determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.